Event description:
On (B)(6) 2011 customer reported a few drops of diluent leaking from the probe area of the act diff instrument while running startup. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the probe was dripping fluid after startup was completed. Fse replaced pinch valve (lv) 08, 10, and 11. Lv08 opens the probe wash drain, lv10 pumps diluent to the probe wash, and lv11 is the diluent path from the syringe to the bath prefills. Upon replacing the pinch valves and tubing for all three, there was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).